Event description:
During a right total knee replacement surgery, one of the teeth of the saw blade broke off. This was not noted during surgery, but was seen on the post-operative x-ray. The tooth of the saw blade is in the pt's soft tissue in the posterior knee. It is not in or near the joint. This was the first time the blade was used.